Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stage 3 vaginal vault prolapse with prominent rectocele, weakened rectovaginal fascia, weakened paracervical fascia, along with concurrent procedures of posterior colporrhaphy with insertion of mesh into the rectovaginal plane, mesh, sacrospinous ligament fixation, urethrocystoscopy. It was reported that following insertion the patient experienced bleeding, infection, urinary/bowel problems, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that patient underwent excision of mesh on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.